Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation and an anterior leaflet flail for a mitraclip procedure. A mitraclip xtw was implanted on the anterior/posterior leaflets, with a remaining anterior leaflet flail. A second clip, mitraclip nt, was inserted and attempted to be implanted. After several grasping attempts without reduction of mr, it was noted that the first clip had a single leaflet detachment (slda). The mitraclip xtw detached from the posterior leaflet, but remained stable on the anterior leaflet. The second clip, mitraclip nt, was removed. Per the physician, there was no interaction with the two mitraclips and the slda was most likely due to the fragility of the valve. The procedure was discontinued without implanting an additional clip. The final mr was grade 4. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported bradycardia, air embolism, and myocardial infarction. Bradycardia, air embolism, and myocardial infarction are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the patient was resuscitated. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.